Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the "ins will not be replaced for now but sure when eri makes it necessary".

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the problem resolved and ins was reactivated as it was overdischarged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has had the ins since 2019 and the clinic would like to plan a replacement. The patient has troubles recharging the ins. It was thought that the ins hasn¿t been charged for a long time and therefore doesn¿t start right away. The nurse can¿t read it, which was logical when the ins is totally discharged. It was going to be explained to the patient how to wake the ins from sleep again. It was further reported that the patient has already tried the doctor loading mode several times without success. Ins was not found, in doctor mode supposedly a compound of 100 but even after many attempts no improvement. The ins cannot be found anymore by the patient controller or clinician tablet. The physician mode recharge (pmr) doe not re-activate the ins anymore. About 4 weeks ago charging was possible without any problems and everything was fine, then in the weekly rhythm it became more difficult / slower / more unreliable / unstable. If the patient holds the charging antenna in the air, it shows a connection of 100, so it was thought that the recharger was defective. A replacement recharger and patient controller was sent to the patient but it was unknown if the recharger and patient controller will get to the patient before the scheduled ins replacement on (B)(6) 2024 as the ins replacement might not be needed.